Event description:
It was reported that following a percutaneous diagnostic heart catheterization a 6f angio-seal evolution was selected for use. During deployment when the physician pulled back on the device, the anchor and collagen did not deploy in the pt and pulled out. Manual compression was applied to achieve hemostasis. Later, the pt complained of leg pain and following examination a vascular consult was obtained. Two days later surgical exploration was performed and a common femoral artery dissection was diagnosed. The artery was repaired and the pt's condition was reported to be fine. The physician stated that the dissection was not caused by the angio-seal.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible as the exact lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined; however, the physician stated the dissection was not caused from the angio-seal. The angio-seal device instructions for use (IFU) states that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or pt's vascular anatomy, the entire absorbable components and delivery system should be withdrawn from the pt. Hemostasis can be achieved by applying manual pressure. The IFU also states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.